Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Two days post original implant, device fell out. Reimplanted with new loop today. Should additional information become available, this file will be updated.